Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) confirmed this has been a gradual rise. Troubleshooting and reprogramming options were discussed. No patient adverse effects were reported. The lead remains in service.